Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Multiple MDR reports were filed for this event, please see all associated report(s): 0001526350-2023-00025-1, 0001526350-2023-00027-1. Review of the most recent repair record identified the following related repair: the cutter failed the test cut with an incomplete cut. The cutters were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Medwatch associated with the mesher: MFR 0001526350 - 2023 - 00025. Medwatch associated with the other cutter: MFR 0001526350 - 2023 - 00027.

Event description:
It was reported that during preventative maintenance, the cutter failed the cut test. No adverse event was noted with this malfunction. Due diligence is in progress and there is no additional information available at this time.